Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned to olympus for evaluation. During inspection and testing, the reported fault could not be reproduced. The scope was left on for some time and no error was observed. There was no fluid inside the scope, and the scope passed all tests. Based on the results of the investigation, neither a root cause nor a probable cause could be determined. Olympus will continue to monitor field performance for this device.

Event description:
Information received from the reporter indicated that when the scope was plugged in, nothing would appear on the screen.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the bronchofibervideoscope experienced a scope communication error, there was no code. The issue was found during preparation for use. There were no reports of patient harm and no delays.